Event description:
The ins only lasted 18 months instead of 3-5 years. Additional information has been requested.

Manufacturer narrative:
Programmer model 37642 serial# (B)(4) extension model 37085-60 serial# (B)(4) extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: lead model 3387s-40 lot# v452180 implanted: (B)(6) 2010 explanted: lead model 3387s-40 lot# v452180 implanted: (B)(6) 2010. (B)(4).